Manufacturer narrative:
Date of event was approximated to (B)(6) 2023, procedure date, as no date of death was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Impact code f02 captures the reportable event death.

Event description:
It was reported to boston scientific corporation that an exalt model b single use bronchoscope, large, was used during an bed side bronchoscopy procedure performed on (B)(6) 2023, for treatment of lung disease. During secretion management, the exalt model b scope image became blurry and visualization was lost. The scope was then removed from the patient and a second exalt b scope was used to complete the procedure with no patient complications. It was reported that the patient passed away due to an unknown reason on an unknown date following the procedure. The patient's death was reported to be unrelated to use of the exalt model b scope. No further information has been obtained despite good faith efforts.